Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection and erosion with sepsis. A revision was performed, the entire system was explanted. There were no additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).